Event description:
It was reported that resistance was met when removing the yellow protective sheath from the delivery system, resulting in the shaft separating 20 cm from the distal tip. There was no patient involvement. There was no clinically significant delay in procedure. Another device was used. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The PMA# listed is based on the predicate device (xience v stent system) that is determined to be the same and similar to the delivery system of this device.